Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for a routine implantable cardioverter defibrillator (ICD) implantation. During defibrillation threshold testing (dft) the device repeatedly experienced ventricular fibrillation undersensing. Rescue shocks were delivered externally each time the device failed to sense and initiate charging. The device was changed to a new ICD and the same undersensing issue was observed upon ventricular fibrillation induction. The original device was used again and the lead was repositioned and dft test performed correctly. The patient was asymptomatic before, during, and after the case.